Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. It was found that the door will not open because rotor was stuck. Rotor was stuck because when the site manually opened the door, step 2 was done before step 1. The medtronic representative released the rotor and realigned. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site that the imaging system's gantry would not rotate and would not dock. There was no patient present when this issue was identified.